Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of noise was confirmed. Reliability engineering determined that the motor exhibited damage to the locking mechanism that was consistent with power braking. The damaged components caused the reported noise. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. Sometimes, the user places their fingers on the disconnect sleeve and unintentionally pulls back on it while drilling, causing the lock to engage while the motor is running and damaging the locking components. If additional info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6), stating that the device was making noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional info provided.